Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred after the initial fill of peritoneal dialysis therapy during use of a homechoice automated pd set with cassette. The location of the leak was not specified. The patient was connected at the time of the event. The patient restarted therapy without any further reported issues. There was no patient injury or medical intervention reported. No additional information is available.